Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user visited the clinic with reports of not hearing sound for the past 2 months. Re-implantation is being considered but no date for surgery has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user visited the clinic with reports of not hearing sound for the past 2 months. Around the time of the loss of hearing the user was hit by a stone directly on top of the head, knocking the user down. After this incident the parents noticed a reduced response to sound.